Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extracapsular rupture", "collapsed implant and its walls folding inwards", "thick layer of amorphous material", and "irregular mass with solid density". Zipcode: (B)(6).

Event description:
Healthcare professional reported right side " extracapsular rupture", "collapsed implant and its walls folding inwards", "thick layer of amorphous material", and "irregular mass with solid density". The device remains implanted.